Manufacturer narrative:
An event of device deformity was reported. Imaging was received from the field showing the device deploying into a cobra-like deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 15mm amplatzer septal occluder was chosen for a procedure. During procedure, after the echocardiogram (echo) was performed and the measurement with an 18-mm balloon was obtained, the size of the prosthesis was defined as 15mm. After opening the device, the physician followed the step-by-step assembly process as recommended by abbott. At the moment of releasing the first disc in the left atrium, the prosthesis exhibited a cobra shape. Several attempts were made to correct the shape, without success. Subsequently, the entire system was withdrawn and the prosthesis was immersed in warm saline for three minutes. It was then reloaded, and several additional positioning attempts were performed, again without success. The prosthesis no longer responded in a natural and appropriate manner, making it necessary to open a new prosthesis. A new17mm amplatzer septal occluder was chosen however, due to the child¿s anatomy, it was not possible to anchor the prosthesis and the procedure was aborted. There was a delay, but it was not clinically significant. There was no injury to the patient was not reported. The patient was discharged and will be referred for surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 15mm amplatzer septal occluder was chosen for a procedure. During procedure, after the echocardiogram (echo) was performed and the measurement with an 18-mm balloon was obtained, the size of the prosthesis was defined as 15mm. After opening the device, the physician followed the step-by-step assembly process as recommended by abbott. At the moment of releasing the first disc in the left atrium, the prosthesis exhibited a cobra shape. Several attempts were made to correct the shape, without success. Subsequently, the entire system was withdrawn and the prosthesis was immersed in warm saline for three minutes. It was then reloaded, and several additional positioning attempts were performed, again without success. The prosthesis no longer responded in a natural and appropriate manner, making it necessary to open a new prosthesis. A new17mm amplatzer septal occluder was chosen and completed the procedure. There was no injury to the patient was not reported.